Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was fractured approximately 10.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the ace 64 was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated at extreme angles during use, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 hi-flow kit (kit). During the procedure, the penumbra system ace 64 reperfusion catheter (ace 64) became badly kinked and almost fractured at the strain relief near the hub. However, the procedure was still completed using the damaged ace 64, with the damaged portion outside of the patient¿s body. There was no report of an adverse effect to the patient.